Manufacturer narrative:
Submit date: 1/4/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, on (B)(6) 2017 during use of the product, the single ply unfolded product was missing the x-ray blue bands. There was no patient involvement during this event noted.

Manufacturer narrative:
There were no physical samples submitted with this complaint; however, 1 photo sample of the complaint was available for analysis. From the attached picture, it is clear that there is no radiopaque strip on the sponge. The reported condition is confirmed based off a picture provided with this complaint. Potential root causes for this condition include: the element was not the correct width. This would not allow enough pressure to be applied to the element to bond it to the gauze and it is possible that the heat from the bonding of the element may have broken the element prior or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. A review of the device history record was performed for 17f006362. During this investigation, no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, operators are required to inspect for both loose and missing element during production. The lot met all defined acceptance requirements and was released. Established trends are escalated at the monthly corrective action and preventative action review boards, which reviews and determines if a CAPA should be opened to provide a formal investigation for this event. There has not been a trend for this condition therefore escalation is not required at this time. If information is provided in the future, a supplemental report will be issued.